Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnosis procedure was being performed at the time of issue occurred. The philips field service engineer (fse) reassigned fluoroscopy function from left button to right button and rebooted the system then the diagnosis procedure was completed with a less than 10 minutes of delay. Customer reported to philips that the footswitch button was damaged. Upon troubleshooting, the philips field service engineer (fse) found footswitch issue, caused by physical damage/wear out of microswitches inside the footswitch. To resolve the issue, the fse replaced wired footswitch, after which the system was returned to use in good working condition. The failure of the wired footswitch can be attributed to the issues resolved in philips correction z-2587-2023. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that a footswitch button was damaged, preventing exposure. No harm was reported to philips. Philips has started an investigation of this complaint.